Manufacturer narrative:
The event date is approximate. The product model, catalog number, serial number, lot number, and UDI were not provided. A partial serial number was determined from photos provided by the consumer. Report source: the complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that their philips charger caught fire. No serious injuries or property damage were reported.

Manufacturer narrative:
D4: the product model was identified and updated. Analysis results: failure analysis of the returned product (performed at philips oral healthcare) identified that the root cause was a deformed charger due to customer misuse.